Manufacturer narrative:
Additional excluder® component included in this report: plc271000j/17297476 and plc271000j/17340244 (B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa- and iliac branch endoprostheses to treat a right common iliac artery (rcia) aneurysm. During the procedure, an iliac branch component was placed in right common iliac artery, and a trunk-ipsilateral leg component was placed below renal arteries. A 27 mm contralateral leg component was then placed in the gap between the iliac branch component and the trunk-ipsilateral leg component as a bridge device. The reported overlap length between the iliac branch component and the contralateral leg component was approximately 2 cm. After touch-up ballooning was performed with a non-gore manufactured balloon, a procedural angiograph reportedly revealed blood flow from right common iliac artery to the retroperitoneum. The physician suspected a rcia rupture and a type iii endoleak (component disconnection) between the iliac branch component (ceb231210a/16488193) and the contralateral leg component. According to the report, the implanted devices were not ballooned heavily, and the rcia may have been pending rupture prior to ballooning. An additional 27 mm contralateral leg component was placed to treat the rupture and the type iii endoleak. Final angiography showed that the endoleak was resolved. The patient tolerated the procedure. Please note: two 27 mm excluder® contralateral leg components (plc271000j/17297476 and plc271000j/17340244) were implanted during the procedure. It is unknown which device was involved in the reported component disconnection.